Event description:
In 01/06, nellcor puritan bennett received a report where it waas claimed that a npb290 pulse oximeter had no audible tone. The caller reported that no audio was discovered during preventative maintenance.